Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿scan time out¿ error message on the adc device during the scan therefore, the customer was unable to obtain sensor scans. As a result, the customer experienced symptoms of fatigue, tiredness, and shivering. The customer was unable to self-treat and a reading of 57 mg/dl was obtained from an unspecified device and the school nurse provided juice as a treatment for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported receiving a ¿scan time out¿ error message on the adc device during the scan therefore, the customer was unable to obtain sensor scans. As a result, the customer experienced symptoms of fatigue, tiredness, and shivering. The customer was unable to self-treat and a reading of 57 mg/dl was obtained from an unspecified device and the school nurse provided juice as a treatment for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the reader. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.